Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm located on the basilar artery, during repositioning, the stent (subject device) began to prematurely and partially open causing the microcatheter to fall out of position. The physician tried to hold some forward tension to compensate and the stent started to open outside the microcatheter slightly. The stent remained about 90% inside the microcatheter. The physician decided to withdraw both the microcatheter and the stent as a unit. The same microcatheter was used to complete the procedure successfully. According to the physician, the stent partially deployment was likely due to the curvature of the neck of the aneurysm and posterior communication artery (pca)/basilar junction. There was no clinical consequences to the patient.

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm located on the basilar artery, during repositioning, the stent (subject device) began to prematurely and partially open causing the microcatheter to fall out of position. The physician tried to hold some forward tension to compensate and the stent started to open outside the microcatheter slightly. The stent remained about 90% inside the microcatheter. The physician decided to withdraw both the microcatheter and the stent as a unit. The same microcatheter was used to complete the procedure successfully. According to the physician, the stent partially deployment was likely due to the curvature of the neck of the aneurysm and posterior communication artery (pca)/basilar junction. There was no clinical consequences to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The device was confirmed to be in good condition after unpacking and appears to have been used as per the dfu. The information provided indicates that the curvature of the anatomy across the wide neck was a factor. However, based on the information currently available the exact cause for the reported premature coil detachment cannot be determined.